Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the grasping section was closed without grasping anything while the output in seal and cut mode was activated. This includes after tissue resection, causing the tissue pad to wear and partially peel. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed, and it was causing a probe damage error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the tissue pad on the thunderbeat device was peeling off. There was no patient involvement.